Manufacturer narrative:
On (B)(6) 2021 , pcr plate for mnrun3971 onto the quantstudio was loaded incorrectly. This resulted in submission of incorrect data (detected instead of non-detected and vice versa). The data was reported to client before issue was identified. Immediate action: the plate in question was reprocessed with correct alignment and both sets of results were compared. After both sets of results were compared, results were corrected as follows and reported. Reported result: not-detected. Actual result: detected. Root cause: technician placed the 384 well qpcr plate onto the quantstudio so that it was off by a row. The row p was not on the plate carrier and the quant studio read the wells in row a as blank, row p was off of the rack and the samples not read at all. All of the samples on the plate were shifted down one row. An issue not being reported in timely manner after it was observed, resulted in data submission to client when it should have been held.

Event description:
On (B)(6) 2021 pcr plate for mnrun3971 onto the quantstudio was loaded incorrectly. This resulted in submission of incorrect data (detected instead of non-detected and vice versa). The data was reported to client before issue was identified.